Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 207-208 mg/dl.